Manufacturer narrative:
Investigation results one flexiva 200 laser fiber was received for evaluation. The fiber was returned broken into two pieces. The first piece measured approximately 12.7 cm from the top of the connector to the break. The second piece measured approximately 300.2 cm from the break to break and a kinked was noted. Visual examination revealed no expose glass portion of the distal tip remains and the break was consistent with a fracture. The remainder of the distal tip was not returned. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, it noted that the laser fiber was broken upon opening the package. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.